Event description:
It was reported that this device had been used in a nursing home. It was alleged that there was a "bubbling" or an air bladders in the middle section of the mattress which caused two nursing home residents to slide off the sides of the mattress and allegedly injured themselves.